Manufacturer narrative:
Findings: unit unable to prime during the prime test and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Motor passed motor test. No e70 alarm on alarm history screen. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 150 mg/dl. The customer stated that the device was not exposed to high magnetic field. The customer was assisted with clearing the alarm. The customer stated the motor error occurred 2 times in the last 30 days. The customer does not use the sensor feature on the pump. The customer was able to rewind. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return broken pump for analysis.